Event description:
The surgery center sent in this report to FDA on 4/18/06 with the following statement. "A bovie was used to make an incision about the circumference of the tonsil. During the incision, a burn was noted in the r lateral commissure. Examine with the bovie handpiece revealed violation of the insulation of the bovie tip". This report was sent to the FDA on the above noted date by the surgery center. We received this device on 5/12/2006. There were many visible scars through the insulation. The surgery center acknowledge that they used another instrument on this device and they cause the breach in the insulation. This is documented in our complaint files.

Manufacturer narrative:
As noted in the events, this incident occurred as a result of operator/end-user error. The user facility acknowledge this was not a manufacturer defect.